Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 (air in set) while on the home choice (hc) device during use during drain 3 of 4. The baxter technical representative (tsr) asked the home patient (hp) troubleshooting questions. The hp stated that he disconnected after the se 2367. The hp stated he reused the cassettes (see report 1423500-2012-18199).the tsr explained that baxter does not recommend reuse of the cassettes and recommends to start over with new supplies for every therapy. The tsr had the hp cycle power, the hc went to "press go to start." The tsr recommended the hp contact the registered nurse(rn) .the tsr documented during troubleshooting that a sharp object was used to open a carton or over pouch. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed because the patient reported using sharp object to open the carton or over pouch, which is use error that can cause system error 2240 alarms. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.